Manufacturer narrative:
Device codes: 2507 not labeled. Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no indication of a lot specific product issue. The reported patient effects of worsening mitral regurgitation (mr) and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The single leaflet device attachment (slda) resulting in recurrent mr and mitral stenosis were the result of anatomical conditions, as the leaflets were reported as having large flail gaps. Additionally, it was reported that there was difficulty with imaging. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the echocardiogram on (B)(6) 2018 identified the single leaflet device attachment (slda); the mitraclip remains attached to the anterior leaflet. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the slda. The increase in mitral regurgitation may have contributed to the increase in mean gradient pressure found on (B)(6) 2018. During the procedure on (B)(6) 2018 there was difficulty with imaging. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increase in mean gradient pressure. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2018 two mitraclips were implanted reducing mr grade to 2, while mean gradient was 4 mm hg. At the 30 day echocardiogram, mr grade had increased to grade 3 and the mean gradient increased to 6 mm hg. Although the increase in mr grade is not related to the mitraclip, the cause of the increase in mean gradient is unknown. No additional information was provided.